Manufacturer narrative:
H4: the lot was manufactured november 12-13, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors had no flow of liquid through the devices. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.